Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was provided for an examination and root cause analysis in our service laboratory in melsungen. The history files were read out and analyzed. According the reported day of occurrence the history log files of the (B)(6) 2020 were analyzed. An infusion line (type space line) was inserted into the device and an infusion therapy was set with a vtbi of 108ml and a infusion time of 15 minutes. The infusion started at 09:22am with a calculated a flow rate of 432 ml/h. No malfunctions or abnormalities could be found. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No damages on the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,56 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). To investigate the inside of the device, only the upper housing was removed. No damages or liquid residues could be found inside the device. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion." Customer information: date: (B)(6) 2020. Therapy started: 0908hours; ended 0923hours. Medication: IV dexamethasone. Route: IV. Rate: 432ml/hr. Vtbi: 108ml. Consumables: infusomat spaceline art no: 8700036sp, ecoflac sodium chloride 0.9% 100mls. IV dexamethasone started at 0906hours, at 0921hours kov mode activated. Sn discovered there was approx. ½ bottle was not infused. Therefore, sn changed to another b.braun infusomat spacepump to continue the remaining volume (50mls) in the bag. It completed on time and uneventful.